Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device remains in the patient and was not returned for evaluation. Therefore, the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. A possible cause of this type of event may be a reaction of the patient to the material(s) implanted or used during the implant procedure. Product directions for use warns of effects like foreign body and allergic-like reactions as well as infections both deep and superficial to the implant materials. Patient sensitivity to materials must be considered prior to implantation.

Event description:
It was reported that the patient underwent an mcl repair in her left knee on (B)(6) 2017 where two arthrex double loaded 3.0 biocomposite suturetaks and an mcl internal brace with two 4.75 biocomposite swivelocks and a fibertape were implanted (part and lot numbers are not available at this time). Hives and itching all over body and accompanying dermatographia began happening the day of surgery upon return home from the procedure. This has been constant since then with relief only provided by allegra. Allergy scratch test, comprehensive blood-work, chest x-rays, and contact dermatitis patch test have all been done and returned inconclusive for cause of reaction. After numerous allergen and contact dermatitis tests, most common allergens have been ruled out and a few clinicians the patient has seen, suspect that the reaction may be due to the parts used in her surgery last year.